Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was admitted to the hospital. The patient was treated with ancef (dose, frequency, route not reported). The pd catheter was removed during hospitalization in (B)(6) 2012 (exact date unknown) and the patient was started on temporary hemodialysis, expected to return to pd therapy on an unknown date. The cause of peritonitis was touch contamination. Retraining was to take place when the pd catheter is re-inserted. On an unknown date, the patient recovered from the event of peritonitis. The date of onset of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.